Event description:
It was reported that a pt had a loss of therapeutic effect 5-6 mos after implant. The pt has gone through multiple reprogramming changes and it has not helped. The battery needs replacement. Further info is being requested from the hcp.